Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure the device was activated and they burnt through the tissue pad. The tissue pad fell off of the device and fell into the patient, but was retrieved. Another device was pulled and they continued with the procedure. The case was completed with no patient consequence.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad melted and partially detached. The device was connected to a test handpiece and generator and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. No incident related to the reported event was observed during the batch record review.